Event description:
As the physician was inserting the optease vena cava filter (466f220a) into the sheath, the filter came through the sheath.

Manufacturer narrative:
This product has been received; however, the analysis has not begun. Add'l info will be provided within 30 days of receipt.